Event description:
It was reported that a patient passed away in 2009 due to unknown reasons. The patient's devices were explanted and returned for analysis. No further relevant information has been received to date.

Event description:
The death certificate was received, and the cause of death was listed as seizure disorder of unknown etiology and focal moderate atherosclerotic coronary artery disease. The patient passed away at home, and an autopsy was performed. The manner of death was natural. A sudep evaluation was performed, which classified the death as probable sudep. No further relevant information has been received to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: initial report inadvertently did not list the patient's death date. Date of event, corrected data: initial report inadvertently did not list the event date. Explant date, corrected data: initial report inadvertently did not list the explant date of the suspect device.

Event description:
Analysis on the generator was approved. Analysis found that the device had reached an end of service condition; the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was also approved. Note that the lead assembly (body) including a portion of the connector boot and the electrode section was not returned; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. No further relevant information has been received to date.